Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of bent cannula with an infusion set which was being used for about 12 hours. The symptoms were noticed 3 or more hours after insertion. The site of insertion was reported to be abdomen which was rotated regularly. The patient replaced infusion set and her cartridge resumed insulin successfully. Patient took bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.